Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs # 1225714-2014-02441 and 1225714-2014-02442.